Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for non-sustained rv oversensing was observed over merlin.net transmission. Review of episodes noted far-field p-wave oversensing on the rv channel. There was also significant drop in r-wave amplitude since (B)(6) 2018 and chest x-ray was recommended. Recommended programming changes will be discussed with the physician. Patient was asymptomatic.